Manufacturer narrative:
(B)(4).

Event description:
A field representative reported that his tablet programmer usb cable was non-functional as multiple communication error messages were encountered with its use during a device implant procedure. After replacing the suspect usb cable the tablet programmer functioned properly and was able to interrogate the patient's device properly. The suspect usb cable has been returned to the manufacturer and is currently undergoing product analysis. No patient adverse events were reported.

Event description:
Product analysis identified a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board (pcb), no further anomalies were identified.